Event description:
It was reported that when the dependent patient presented in the ER with presyncopal symptoms, the device exhibited crosstalk which caused inhibited pacing. The device was reprogrammed and remains implanted. The patient has had no symptoms since the device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.